Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, difficult to return sterile water from the foley catheter. Medicon syringe used to drain the water.

Event description:
It was reported that during pretest, difficult to return sterile water from the foley catheter. Medicon syringe used to drain the water. Per investigator's notification received on 11dec2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the deflated catheter. The all-silicone foley catheter, sample port connector, syringe and packaging label were returned. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. Upon inflation the catheter balloon symmetry was observed to be 80:20, this does not meet specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. An attempt was made to deflate the catheter balloon, however, only 0.5ml deflated within 5 minutes. The catheter balloon was then inflated with 10ml mbs using an in-house syringe. The balloon passively deflated and returned all 10ml to the in-house syringe within 01 minute and 16 seconds. The event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, DHR review was completed prior to CAPA association. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.